Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they changed site and got a no delivery alarm. The customer¿s blood glucose during the incident was 400 mg/dl. Customer stated that their blood glucose was high and then low for the past 3 hours. Troubleshooting was performed. Customer stated the insulin did not exit and insulin pump alarmed no delivery. The infusion set's cannula was bent. The insulin pump was not returned for analysis.